Manufacturer narrative:
(B)(4) d10: unknown apex tibial component. Unknown apex poly component. E1: (B)(6). G2: event occurred in south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in an unknown timeframe post implantation of an ankle system, the patient experienced a catastrophic failure due to 0 percent bone ingrowth no evidence of infection, presenting as tibial-side lucency. It is unknown what intervention, if any, was taken. Attempts have been made and no additional information has been provided.